Event description:
When md was placing the peg tube into the pt, he experienced complications. The device malfunctioned. When trying to remove the outer sheath, it began separating. Everything was removed; however, it was very close to breaking off in the pt. The product information: kimberly-clark, mic* safety peg kit. Ref (B)(4). Type: push otw. Lot 0202366659. No patient harm.